Event description:
A customer reported a leaky valved cannula and a lack of air entering the eye, which resulted in the patient's eye starting to collapse with choroidal during vitrectomy surgery. The procedure was completed after replacing the replace all the infusion tubing up to the cassette, and then back into the eye under air and air began to flow normally at that time. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in b.2 b. 5, h.2 and h. 11. Upon further review of the initial reported event and additional information received, it was determined that there were no device specific allegations associated with the event for the reported product. Based on current information available this event does not meet reporting criteria as per applicable regulation. No further reports will be scheduled under mfg ref number 1644019-2025-03477. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received clarifying that the product does not contribute to the reported event.